Event description:
It was reported by a customer that there was significantly diminished fiber vaporization efficiency at 15,532 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap region burned and melted, the cap remained intact and attached. The fiber cap was drilled through. The fiber shrink tube and fiber jacket melted and burned. The beveled section melted and exhibited burnt glue. The fiber cap exhibited char, devitrification, crater and melted glass. The fiber cap condition would result in a diffuse beam and/or a forward firing scenario. The root cause of the fiber cap melting was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.